Event description:
Our rep is reporting that the pt underwent an arthroscopic shoulder repair sometime in early 2009 with the use of spiralok anchors for fixation. At some point in time subsequently, it was somehow determined that there was a need to revisit the site. At the revision surgery on (B) (6) 2010, the surgeon noted that the head of one of the spiralok anchors had broken away and the fragment was in the "cuff". The surgeon removed the fragment and employed a mitek healix peek anchor to re-fixate and repair the cuff. This is all of the info that has to date been made available to mitek.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.